Manufacturer narrative:
System analysis/service repair by the customer: the footswitch was sent to the customer for installation. It was confirmed that the customer installed the footswitch and a new o-ring.

Manufacturer narrative:
Service repair performed by the customer on september 17, 2015. The footswitch that was replaced was not returned to the manufacturer.

Event description:
It was reported that during a laryngeal ktp procedure, the laser fired only intermittently. The patient was under a "topical only" anesthesia. The procedure was "mostly completed" but there was "some residual disease left in place." Patient outcome "fine."